Manufacturer narrative:
Investigation summary: "material #: 367958. Lot/batch #: 1336523. Bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for collapsed tube was observed. The indicated failure mode of underfill was not observed. One hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of collapsed tube was not observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by function testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of collapsed tube but not underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer complained that indented and vacuum was not working. The following information was provided by the initial reporter. The customer stated: ¿tube had slightly indented and vacuum was not working. Customer collected blood on a patient and a full sample was not collected and a recollection had to be done.¿